Event description:
User facility medwatch report received that states: "pt presented to e.d. On (B)(6) /2009, s/p cardiac arrest at home. Pt arrested in e.d. Upon arrival pt resuscitated. Pt administered multiple IV pressors. On transit from CT scan to micu IV infusion pump alarmed channel malfunction for levophed administration. Upon arrival to micu pt was pulseless. Pt was resuscitated. Pt's family decided on level of treatment: dnr-c and pt expired". The facility's risk manager was contacted and it was indicated that they will not return the device for investigation. Pump module involved was sequestered by the risk manager. The involved pc unit was located 10 days after event and facility's biomed was able to provide serial number; however, event logs were over-written for the event date. Although requested, no additional info was provided. We will continue to make every effort to have the device returned for investigation or perform an investigation at the customer site if allowed. If additional info becomes available, a follow up report will be submitted.

Manufacturer narrative:
MFR's report date: 6/19/2009. (B)(4). This report was filed by the MFR. The device history record and service database for the suspect pumping module were reviewed at the mfg facility, and they did not show any mfg issues or anomalies.